Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT revealed there was aneurysm sac enlargement from a fabric type iii endoleak. The decision was made to implant an endurant cuff; however the endoleak did not resolve. Another manufacturer¿s stent graft was implanted and the endoleak resolved. The physician stated the cause of the event is device related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.